Event description:
The hosp reported that during the saphenous vein harvesting procedure, blood was leaking into the conical tip of the uniport plus. A replacement unit was used to complete the procedure. The hosp did not report any pt complications.